Event description:
During internal testing of a reserved unit, a leak in the inflation luer hub was noted. Upon visual analysis of the unit, a hub crack was noted.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.